Event description:
It was reported the femoral cr impactor pad fractured during use. No harm or impact to the patient reported.

Manufacturer narrative:
(B(4). D4: diligence is in process to provide product identification information, however, no further information has been provided at this time. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d5, d9, g3, g6, h1, h2, h3, h4, h6, h11. Visual evaluation of the returned product identified that the product exhibits signs of use (impact marks, gouges) and has fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.